Manufacturer narrative:
Patient age, gender, and weight are unknown. The event date is unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiration date. Visual evaluation of the returned complaint device revealed the balloon portion of the device to be torn longitudinally. No defects were noted to the catheter of the device. The condition of the returned incident device is consistent with the report of inflation issues however the reported leak was not confirmed as the balloon was found to be torn longitudinally, indicating the balloon burst . The most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g., the balloon comes in contact with a sharp exterior source).

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure (procedure date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, a balloon leak was noted. It was reported there may have been a pinhole in the balloon. It was confirmed that the balloon did not burst. However, investigation results revealed the balloon to be torn longitudinally, indicating the balloon burst which is contrary to what was initially reported; therefore this is now a MDR reportable event. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.